Event description:
Rptr fell on left breast 5/93. Rupture and leakage of implant detected by mammogram and sonogram 4/94. Rptr complained of left leg, knee, hip, breast, shoulder, armpit, arm, hand and finger pain. She also has some pain in right breast, shoulder, arm, hand, fingers, hip, and armpit. She has mild fevers, dizzy spells, occasional mild headaches, backache between shoulder blades, numbness and cramps in both legs and arms, left foot and right hand. Her stomach is often upset. She has some burning "hollow, bubbly" and severe fatigue the last year or two. On 7/15/94 she had both implants removed. The left implant was ruptured and chronically inflammed. She continues to have pain in breasts, chest, shoulders, arms, hands and left armpit.